Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited noise, impedance anomaly and insulation abrasion. The atrial lead was reprogrammed. The patient experienced no consequences.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: "adverse event" in section b1 and "required intervention to prevent permanent impairment/damage (devices)" in section b2 was checked in error.

Event description:
Additional information received notes that the noise was over-sensed by the device resulted in pacing inhibition and inappropriate mode switch episodes. Besides, the lead exhibited low pacing impedance.